Event description:
A surgeon reported glistenings were observed two years following implant surgery and the physician wanted to speak with someone about whether the glistenings may be a factor in the patient's recently developed issues with glare. During a follow-up discussion, it was revealed that the patient had 2+ pco that was identified as the most likely cause of the glare. The physician decided to refer the patient for a yag procedure. The yag procedure was done in 2007. No further issues were reported following the yag.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of , 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary -- the complaint device associated with this report was not received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested on 05/29/2007 by phone, on 05/31/2007 by mail and fax, on 06/06/2007, 06/08/2007, 06/11/2007, 07/10/2007, 01/07/2008 and 01/09/2008 by phone. This report was mailed to the FDA on: 05/16/2008.